Event description:
During prep, the tip of the catheter broke. The breakage area has a jagged appearance. The device was not used in the case. Another device was opened and used to complete the case. There were no adverse pt consequences.